Event description:
The customer reported to customer service that the transformer of her pump in style breast pump had exposed copper wires. She also reported that the wires had sparked, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported sparking from exposed wires on her transformer. She did not report of any fire or injury. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.